Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying a hardware error was confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The root cause was determined to be a defective receiver battery

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. Reportedly, the patient is pediatric using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors. The reported event of a hardware error was confirmed. The root cause was determined to be a defective receiver battery.